Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak syringe luer-lok the syringe is crushed, as well as protruding parts.

Manufacturer narrative:
Investigation summary: two photos of a loose 3ml syringe were received and evaluated. It appears to be the same syringe in both photos. It was observed there was two large deformations on opposite sides of the step of the barrel. The plunger rod had two cracked ribs on opposite sides with one of the ribs protruding approximately .75¿ over the top of the barrel. The cracks in the plunger rod were consistent with the location of the deformations in the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that before use of the bd plastipak¿ syringe luer-lok¿ the syringe is crushed, as well as protruding parts.